Event description:
It was reported that there was an intermittent disappearance of the image. The field engineer noted it was a loss of the live image. This would cause the system to be unusable due to a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ccd camera was evaluated and replaced. The camera iris was recalibrated. The system was tested and found to be working as intended and returned to service.